Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer rails needed to be replaced due to cage sliding out of place. A field service engineer replaced rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had drawer rails failure, preventing user from removing the required medication. The customer stated that there was delay in accessing medication until the recovery done. There were no adverse events or injuries reported based on this event.